Event description:
It was reported that the patient has planned a future revision for an ams700 inflatable penile prosthesis cylinder due to inflation issue. The physician will replace all components. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient has planned a future revision for an ams700 inflatable penile prosthesis cylinder due to inflation issue. The physician will replace all components.no patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the revision surgery was performed because the pump was no longer working consistently.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient has planned a future revision for an ams700 inflatable penile prosthesis cylinder due to inflation issue. The physician will replace all components. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that a revision surgery was booked and happened on (B)(6) 2019 due to a pump no longer working consistently.